Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. The pump was unable to perform functional testing including displacement test due to motor error alarm. The pump had scratched display window.

Event description:
The customer's husband reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 425 mg/dl. The customer treated the high readings with a syringe. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted in priming the pump. The customer stated that the motor error did not occur during priming. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.